Event description:
According to the reporter, during the procedure the suture needle broke. The doctor stated that he experienced the needle of this type of suture bending more often than expected. No patient was involved in the event. No additional information was given for this event.